Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 540 mg/dl, 185 mg/dl, and 138 mg/dl. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device, and replacement was sent.